Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00750. It was reported that during the patient's drg implant procedure on (B)(6) 2021, the physician was unable to implant the drg leads due to scar tissue. The procedure was abandoned.